Manufacturer narrative:
Return of the tracheostomy tube for failure investigation was requested.

Event description:
The customer reported air leaked from the inflated cuff and the tube is ripped at the cannula entry. A non-routine replacement of the tube was required.